Manufacturer narrative:
On (B)(6) 2017 10:03 am (gmt-4:00) added by (B)(6): our field service engineer investigated the anesthesia workstation on site. The reported issue was not reproduced and no parts were replaced. The device logs were saved and the reported event with difficulties to ventilate the patient in prvc (pressure regulated volume control), pressure support and manual ventilation can be verified in the received internal event log. The internal event log contains clinical alarms that suggest some kind of occlusion during the event but we have not been able to determine the cause of this possible occlusion. Successful sco:s were performed prior to and after case. No technical error codes/alarms were generated during the reported event. The trend log was saved too late and does therefore not contain any data from the experienced event. We are not able to determine the true cause of the event.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that during patient treatment, it was not possible to provide adequate ventilation to the patient. There was no patient harm. (B)(4).